Manufacturer narrative:
The technician found the valve seat was worn. He replaced the valve to repair the bed.

Event description:
Information rec'd indicates the head section is drifting down slowly and will not stay up.